Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6) for evaluation. Olympus (B)(6) checked the subject device. There was no image due to cracks in the video connector socket case of the subject device, but it could not be confirmed and duplicated on the color bars display which was the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(6) and a thing which it had been past only three years from manufacturing of the subject device, it was presumed that the video connector socket was cracked due to applying excessive force when attaching or detaching the video connector by the user. In addition, it could be inferred that there might have been some problems with the connector of the endoscope which was used in the user facility. Due to these problems, it might have been occurred that the contacts of the video connector were not connected correctly, and the connection of the endoscope might have not been detected and then the reported phenomenon occurred. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the color bars were displayed on the image of the subject device and there was no image during preparation for the unspecified diagnostic procedure. The user changed from the subject device to the similar device and the intended procedure was completed. There was no patient injury associated with this report.